Manufacturer narrative:
(B)(4). The cardiohelp was returned to maquet (B)(4) for evaluation/repair. It was identified that the four (4) connectors were incomplete or incorrect on the digiflow board mini plug. Per service report (B)(4), the connectors were fixed. (B)(4).

Event description:
It was reported that the flow value was unstable on cardiohelp serial number (B)(4) at (B)(6). According to the reporter, the problem is not flow probe (serial number (B)(4)). Additionally, the reporter noted that moving the connection effects the readout value. Per nonconformity report, the incident did not occur during use. (B)(4).